Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose level of 500 mg/dl, which rose to 534 mg/dl by the time of the call. Customer treated with bolus. The customer also reported having blood glucose levels down to 40 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.